Manufacturer narrative:
Results: inherent risk of procedure (kink). Lack of information (unknown cause of stent graft kink). Conclusions: lack of information (unknown cause of stent graft kink).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter fusiform abdominal aortic aneurysm and 2.3 cm right common iliac artery aneurysm approximately six weeks ago. The infra-renal neck angle was 23 degrees and it was 29 mm in diameter and 25 mm in length. The distal aorta was 34 mm in diameter. The right and left femoral arteries were 7 mm and 7.2 mm in diameter respectively. The right and left iliac arteries were mildly tortuous. It was reported that there was a kink in the left common iliac stent graft and this was opened with another manufacturer's balloon. It was noted that during the procedure there was a penetrating ulcer in the distal left common iliac artery above the bifurcation that looked like it needed to be covered because it was fairly sizable above the bifurcation of the internal and external iliac artery; therefore, an endurant 13 x 13 x 82 left iliac extension stent graft was implanted. It was also reported that there is some atrophy of the right lower pole of the kidney on the right side where the patient has a renal stent implanted and it appears that there may be some in-stent stenosis of this area as well. No clinical sequelae were reported, and the patient is fine.